Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient had a heat rash under the electrodes. The patient had broken skin under the right and left breasts and under the back left therapy electrode pad. The patient's physician recommended the patient use baby lotion and unscented lotion on the rash. Follow-up indicated that the rash had improved.